Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during surgical procedures, the coagulation device failed. The insulation detached at the beginning of surgery. The device did not coagulate requiring the use of bipolar. No patient consequence reported.